Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. In addition it was noted that the impedances had been increasing over the last year. There was no noise observed and shock impedance measurements were stable. It was noted that this patient was not pacemaker dependent and it was recommended that the patient continued to be monitored at that time. The lead remains in service. No adverse patient effects were reported.